Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that an occlusion alarm occurred and also that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer replaced the cartridge and infusion set to address the issues. The customer's blood glucose (bg) level was ¿high¿ on cgm. Reportedly, the customer did not address the elevated bg at that time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.